Event description:
Per the clinic, the patient experienced chronic skin irritation and inflammation at the abutment site. It was noted during several clinical follow-up appointments since 2018, that the patient was treated with topical antibiotic ointments and oral antibiotics on multiple occasions. The implanted device remains.

Manufacturer narrative:
This report is submitted on 3 february 2021.

Event description:
It was reported that the patient underwent skin revision surgery, silver nitrate was used to cauterise the granulation tissue at site, the patient was administered oral antibiotics due to the recurrence of infection. The implanted device remains.